Manufacturer narrative:
(B)(4). Disconnecting one of the solution bags from the heater line and connecting another solution bag to the same heater line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air and fluid in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of five. The patient was connected at the time of the alarm. The patient stated that they disconnected one of the solution bags from the heater line and connected another solution bag to the same heater line. The patient stated that when this occurred the homechoice alarmed with a system error 2267. The technical service representative had the patient cycle the power on the homechoice twice and the device displayed press go to start. The technical service representative assisted the patient in opening the door to remove the set. The patient will disconnect the proper aseptic way when ready. The technical service representative explained the system error 2267 to the patient and advised the patient to keep all solution bags connected to the lines in the future until therapy is completed. The technical service representative reviewed proper procedures per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.